Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that in 2016, a 25mm trifecta valve was implanted during an aortic valve replacement. Later on an unknown date, the patient had high gradient and follow up imaging with echocardiography was performed. Stenosis and calcification were noted. On (B)(6) 2023, a 25mm navitor valve was implanted into the trifecta valve, in an off-label valve-in-valve procedure. The patient remained hemodynamically stable during the procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of stenosis and calcification was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as a valve-in-valve was performed and the device remains implanted. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination, although in this case calcification was reported to be present on the valve. Information from the field indicated that patient had renal insufficiency, which could contribute to calcification formation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.